Event description:
During knee arthroscopy, the second implant has been applied on the meniscus. The surgeon had to break the anchor with a punch (damaging the meniscus). E-mail sent asking, "why did the surgeon have to break the implant" however it is not clear.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).